Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt. Inomax dsir# (B)(4) was removed from service and returned to the company for service evaluation. Case comment: 05/08/2015: this is a non-serious, post-market report involving inomax delivery device dsir. No adverse event associated with the device failure was reported in this case the device failure is considered reportable because previous, similar device failure had been associated with serious adverse pt consequence (index case MDR #3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir #(B)(4) (complaint-(B)(4)). The device investigation was completed on 04/22/2015. Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review the service log and confirmed the reported complaint. Secondary finding related to the reported complaint: rsc review of the service log showed delivery failure (df) alarms raised for nitric oxide (no)> maximum 100 parts per million (ppm); actual 101 ppm. It also showed a failed low no calibration with high counts 1091 and low counts 2435 immediately followed by failed no cell alarm. The rsc experienced a failed no cell alarm at start up, which cleared calibrations. The no cell was replaced due to log entries. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This device issue did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).